Manufacturer narrative:
(B) (4). Evaluation, results: (device was not returned for evaluation).

Event description:
A 2.5 mm diameter x 24 mm length endeavor sprint rx drug-eluting coronary stent system was inserted into a patient for the treatment of an unk lesion. The vessel morphology was not reported. Unk if lesion was pre-dilated. It was reported that the endeavor drug-eluting stent delivery system was inserted; however, the physician felt the balloon was sticking to the stent. The physician also felt that the guide catheter was being sucked in. The delivery system was successfully removed. No additional clinical sequelae were reported and the patient condition is unk.